Event description:
After initial use with patient, quikdrive was placed on the table. Marketing rep noticed that the instrument continued to run while it was sitting on table. Rep believes instrument ran for approximately 15 minutes on own. Instrument was not used in case. A "run-on" occurence could lead to an injury in future cases and is considered a malfunction.